Event description:
The customer complained of the insulin pump alarming button error. Troubleshooting was performed, and the customer was instructed to rest the insulin pump without a battery for two hours. The customer called back the following day and explained that her blood glucose reading was 500 mg/dl. The customer stated that she did not have a backup plan of manual injections. The customer stated that she was on her way to the hospital due to the hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.